Manufacturer narrative:
On (B)(6) 2017, a tandem sales manager discussed the event with the contact and reportedly, a clinical diabetes specialist met with the customer for additional training/troubleshooting was performed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 43 mg/dl and the cause was not known. Carbohydrates were consumed to address the bg level. As the bg was not low at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Additional information was received stating that the contact believed the cause of the customer's low blood glucose level was due to the pump. No additional details were provided. The customer did not respond to follow up attempt by tandem clinical diabetes specialist.